Event description:
It was reported during preparation for use, the scope had a scratchy image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Additionally, image goes out of field was due to bent outer tube. In addition, the following reportable malfunctions was identified during the device evaluation: image goes out of field, dents on distal edge, stain on light guide cover glass, and light transmission failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during preparation for use, the scope had a scratchy image. There were no reports of patient harm.